Event description:
It was reported that a patient had recurrent abdominal pain and presented with severe pain in the bladder area after urination. A medication of analgesic was given; however, it did not meet the patients satisfactory. The procedure was completed with another of different device and the patient condition was reported to be stable.

Manufacturer narrative:
Block h6: imdrf patient code e2311 captures the reportable event of discomfort. Imdrf patient code e1002 captures the reportable event of abdominal pain. Imdrf impact code f2303 captures the reportable event of medication required.